Manufacturer narrative:
Per data log review: based on the data log review the last electronic patient gas system (epgs) calibration was on 12sep2023. On 18sep2023, the user setpoint was 70% and the oxygen (o2) sensor was reading 81% causing the epgs to log an o2 sensor and blender disagree event. The last known calibration was six days old and per the manufacturer's instructions for use (IFU) the o2 analyzer requires, at a minimum, daily calibration and can be calibrated from the central control monitor (ccm).

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The data log indicated that there were two 'oxygen (o2) sensor and blender disagree' events. The pst successfully calibrated the epgs and upon the second calibration, set the sample values for flow and fraction of inspired oxygen (fio2). The epgs held the values steady. The fio2 appeared to be low at high setpoints, but the on-screen value was within tolerance when compared to an external o2 analyzer. Manual adjustment of the fio2 was possible to achieve the desired o2 blend. The initial output of the o2 sensor was 10.2 millivolts (mv) which is within the specification range. Although there was a noted slight difference between the setpoint and the actual o2 blend, the results were within tolerance during the evaluation. The service repair technician (srt) duplicated the reported complaint. The epgs was powered on and air and o2 were introduced. The o2 analyzer calibration was successful but the o2 sensor accuracy test failed. The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'cal' message over the electronic patient gas system (epgs) icon. The issue resolved on its own and was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The epgs was calibrated, and release testing was performed. The unit operated to the manufacturer's specifications.